Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's alarm was not working as expected. The reporter advised that the device did not provide a patient circuit disconnect alarm when the patient had been disconnected. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient was provided. Ventec has made multiple attempts to contact the reporter in order to obtain additional information, but no response has been received.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device not alarming for patient circuit disconnect could not be duplicated or confirmed. Upon receipt of the device, ventec downloaded its electronic records (system logs) for analysis and observed that device previously logged multiple patient circuit disconnect alarms as expected. The device was then evaluated by ventec where the issue of it not alarming for patient circuit disconnect could not be duplicated. The alarm was tested on both customer presets (active and passive) and sounded without issue. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.